Event description:
It was reported that a patient travelled on a high speed motor boat a week prior to the date of this report. The pump critical alarm sounded on the same afternoon as the trip. It was confirmed that he was not close to refill date. He returned to his healthcare provider (hcp) and his pump was interrogated. A motor stall had occurred. He was experiencing higher levels of pain, but could be managed on oral substitutes and was medically stable. Pump logs noted repeated motor stalls and pump restarts. A single bolus of minimum bolus dose, at minimum duration for bolus dosing was given and this restarted the motor, but seemed only temporary. A pump explant was indicated. Drug delivered via the device was clonidine. It was later reported that the motor stall did not recover.

Manufacturer narrative:
(B)(4).